Event description:
Caller reported that insulin gauge displayed an amount different than expected on a previous day, noting a discrepancy of more than 30 units from what was anticipated. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on how a static display can occur due to variances in measured pressures, and once the insulin amount equals the static number, the estimate will countdown normally. The caller understood and acknowledged the explanation.